Event description:
It was reported that a pump has system error 322 alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 322 alarms caused by failing upper and lower auxiliary assemblies. The upper and lower auxiliary assemblies will be replaced.